Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal right coronary artery that was 100% stenosed. The patient presented with severe chest pain. Angiography revealed a totally occluded proximal coronary artery. The lesion was pre-dilated using a semi-compliant balloon followed by stenting of the lesion with a 3.5 x 18 mm xience xpedition stent at 16 atmospheres. On fluoroscopy a dissection was observed at the distal end of the deployed stent. The dissection was treated with a xience prime stent successfully. There was no clinically significant delay in the procedure. No additional information was provided.